Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported a ventilator that alarmed, but no errors were noted in the log. This event was resolved in-house by the customer. No on-site evaluation was performed by the manufacturer. This event was reported as having occurred outside of clinical use, however, it was also stated that it occurred during set up. There was no allegation of harm associated with this event. The customer reported that the replacement of the power management printed circuit board assembly resolved this reported event.